Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device would not fire. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Indicator wheel. Additional information was requested and the following was obtained: per the surgeon, two clips fell off the proximal portion of the duct. They were retrieved. As a result, the patient received an ercp (endoscopic retrograde cholangiopancreatogram ). The patient has since recovered and been discharged home. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. The following questions were requested by the team: the original complaint indicated the device would not fire. Please clarify what occurred during the initial procedure? Did the device fire at all? Or did the clips fall off? Were the fallen clips observed and retrieved during the initial procedure? Can you describe the shape of the clips? Why was an ercp required if the clips had been retrieved? Was a secondary operation required other than the ercp? If this occurred post op, how long post op did this occur? Is the patient expected to have a full recovery? Was this a standard lap chole case? Did the patient have any pre-existing conditions? Any further clarity you can provide to help bring a better understanding of the chain of events is appreciated. The rep explained to the surgeon and said the clips fell off and he did an ecrp to be safe. The surgeon stated at that time that the patient had recovered fine and was home. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended but the orange indicator was found under-traveled; in order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were found. Please note that this condition is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.